Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their stimulator died on saturday of last week and they have been without this pain without this help for way too long. Patient stated they were told by their representative that the replacement recharger and controller. Patient said the controller died after they were trying to charge the implanted neurostimulator and it kept saying try again and then went black. During the call patient verified no damage to the controller charging port, but where the cord goes into the paddle gets extremely hot. Patient reset the controller and confirmed the controller powered on. Patient mentioned they have always dealt with representative (rep) when they needed help and the rep changes the programs when the pain goes back and leg. Agent reached out to mdt representative to confirm shipment. Agent sent a request to repair to replace the recharger